Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis. The customer's blood glucose level at the time was 489mg/dl. The customer states they received no delivery alarm, but it was resolved by a complete set change. The customer declined to troubleshoot for the high blood glucose levels. The customer will be returning reservoir for analysis and receiving replacement.